Event description:
The following was reported to gore: about 9:00 am on (B)(6), 2025, a patient underwent treatment for a stenosed left subclavian artery (lsa). Access was established from the brachial artery. An 8fr cook sheath was advanced past the stenosis into the thoracic aorta arch. Through the sheath, a diagnostic run was performed. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was then advanced and deployed to nominal pressure with no issues. No post dilatation necessary as the vbx stent was patent and post angiogram showed the stenosis was relieved. The results were satisfactory and the procedure was deemed successful. Around 10:00 pm the same day, the patient appeared to have zone 2 dissection originating distal to the lsa. The physician stated the patient may need a tevar/tbe procedure at the level of the lsa to the aortic bifurcation. On (B)(6), 2025, a tbe procedure was performed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c21: review of device history currently in progress. H6 - code b20: the device remains implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: about 9:00 am on (B)(6) 2025, a patient underwent treatment for a stenosed left subclavian artery (lsa). Access was established from the brachial artery. An 8fr cook sheath was advanced past the stenosis into the thoracic aorta arch. Through the sheath, a diagnostic run was performed. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was then advanced and deployed to nominal pressure with no issues. No post dilatation necessary as the vbx stent was patent and post angiogram showed the stenosis was relieved. The results were satisfactory and the procedure was deemed successful. Around 10:00 pm the same day, the patient appeared to have zone 2 dissection originating distal to the lsa. The physician stated the patient may need a tevar/tbe procedure at the level of the lsa to the aortic bifurcation. On (B)(6) 2025, a tbe procedure was performed to treat the dissection. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications.